Event description:
Family member of home patient (hp) contacted baxter's technical service center for assistance during hp's apd therapy. Hp reported a "low drain volume" alarm in drain 1/4 and pain in shoulder. Technician advised the hp to contact rn. Additionally, the technician reviewed the hp's prescription, and assisted the hp in bypassing to the next fill cycle. Follow up with the hp's rn verified the machine alarmed appropriately, as the hp has had difficulty draining. Rn stated she noted fibrin in the hp's effluent and has instructed the hp to use heparin (dose unknown). Also, following this incident, the rn has placed the patient on continuous ambulatory peritoneal dialysis until further evaluation can be completed.